Manufacturer narrative:
It is unk if a sample is available for evaluation. If a sample is received, a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that while using a bd ultra-fine iii insulin pen needle, the needle broke off in the consumer's anterior thigh. The consumer went to a hosp where an x-ray was taken and the broken needle was visualized. The consumer then had surgery to remove the broken needle.